Event description:
Philips received a complaint from the customer reporting an unspecified touch screen issue on the v60 ventilator. The device was not in clinical use. There was no report of harm. Resolution and disposition are pending - investigation on going.

Manufacturer narrative:
Information was received that this was only for part supply only. There was no device malfunction. This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury.